Event description:
It was reported a pump flip had occurred in the past. The medical status prior to the event, any diagnostics, troubleshooting, or intervention performed, the patient outcome, and the drug information was not reported. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).